Event description:
Additional information provided by the surgeon indicates at the latest post-operative exam, this patient's astigmatism has improved to -.50 diopters which equals the pre-operative measurement. The induced astigmatism was temporary and improved through the healing process. The surgeon stated he was very pleased with the result and he does not think the low energy warning had any impact on this patient's outcome.

Manufacturer narrative:
Additional information provided in b.5 and h.10. This report mailed in to FDA on: 02/22/2006.

Event description:
During lasik surgery, the mean laser energy was low, but no warning message appeared on the screen. The pt's astigmatism increased from -0.5 diopters pre-operative to -2.75 diopters post-operative. The association between this event and the laser system is not known. Additional information has been requested.